Event description:
Reportedly, the patient was implanted with an alizea dr, a vega r52 and a vega r58 for atrial fibrillation. During the discharge of that patient, when interrogated, physicians took note of a high ventricular pacing threshold (unknown value), and decided to reposition the lead. The lead was finally removed and replaced during the intervention. Otherwise, no sequelae for the patient were reported.